Event description:
The patient arrived at the hospital emergency room due to 4 sudden shocks. The device was interrogated by a physician and several episodes of noise were observed in the rv lead. Lead failure was suspected and therapy was turned off. The patient was admitted to the hospital. Noise was confirmed, again, two days later. Therefore the lead and ICD were explanted and returned for analysis.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed a damaged insulation in the intracardiac area of the lead, near the rv shock coil. This damage can be considered as the root cause of noise which led to shock delivery as reported in the complaint description. The characteristics of the damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which had impact on the maneuverability of the lead. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. The memory content as well as the therapeutic functionality of the ICD were inspected. A thorough analysis proved the device to be fully functional. The analyses of the lead and the ICD did not reveal any sign of a material or manufacturing problem.